Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: critical error e-193and e-290. There was no harm or injury reported. The device powered on and operated as it should. The internal battery was replaced to address the issue. The inlet air path assembly and removable air path foam were replaced per remediation. The device passed all testing.